Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product codes are hrs and hwc. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 a patient, who had a periprosthetic fracture of the femur repaired on an unknown date, underwent a corrective osteotomy revision and plating surgery. It was reported that during the original surgery, the fracture was not properly reduced and the bone was mal-aligned. The explanted devices include one plate, eight screws, and five cables. The cables were reportedly a competitor's device. There were no delays or surgical complications reported. Patient status was noted as fine at the end of surgery. This report is 1 of 9 for (B)(4).